Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x14mml enterprise vascular reconstruction device (product code: enc451400, lot number: 101841750) became impeded in the proximal end of a competitor¿s microcatheter and could not advance any more. The doctor only retracted the stent alone, the stent was found detached from the delivery wire after it was out of the y connector. The doctor switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter? Was answered as ¿yes, the doctor increased force to remove the delivery wire of the stent. The stent was detached from its delivery wire after it was out of the y connector. The replacement stent was another enterprise1 of the same product code. There was no patient injury reported. One photo accompanied the complaint file. In said photo, the detached stent can be seen completely flared. The rest of the enterprise system was not shown in the photo.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10184175. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The impeded condition cannot be evaluated through a photo since a functional test is required; however, the premature detachment can be confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.